Event description:
Patient admitted on (B)(6) 2021 for complaints of lvad driveline exit site drainage with a fever. Driveline culture positive for staph aureus. Started on IV antibiotics which were transitioned to po antibiotics upon discharge on (B)(6) 2021. Patient admitted on (B)(6) 2021 for continued driveline drainage and fever. Driveline and blood cultures sent on (B)(6) 2021 were positive for staph aureus. Blood cultures negative starting on (B)(6) 2021. Started IV antibiotics that continued after discharge on (B)(6) 2021. Patient seen in po clinic on (B)(6) 2021 at which time IV antibiotics were discontinued and po antibiotics were initiated. Patient admitted from his local ed on (B)(6) 2021 with complaints of fever and impaired memory. Driveline and blood cultures sent on (B)(6) 2021 were positive for staph aureus. A presternal abscess was noted for which the patient was taken to the operating room on (B)(6) 2021 for incision and drainage of the abscess, removal of sternal wires and removal of ICD. Blood cultures negative starting on (B)(6) 2021. Started on IV antibiotics which were continued after discharge on (B)(6) 2021. Patient admitted on (B)(6) 2021 due to a hematoma formation at the former ICD site, the patient was taken to the operating room for incision and drainage on this site on (B)(6) 2021. Driveline cultures sent on (B)(6) 2021 positive for staph aureus. Blood cultures sent on (B)(6) 2021, (B)(6) 2021 and (B)(6) 2021 positive for staph aureus. Patient discharged on continued IV antibiotics on (B)(6) 2021. Patient readmitted on (B)(6) 2021 due to overnight fever and positive blood culture on (B)(6) 2021. Driveline and blood cultures sent on (B)(6) 2021 were both positive for staph aureus. Decision made by the lvad team to change out the patient's heartmate 3 lvad pump due to continued bacteremia despite IV antibiotics. The patient was taken to the operating room on (B)(6) 2021 for the pump exchange. The surgeon noted infected tissue along the driveline entering the chest and outflow graft as well as an infected area surrounding the lvad. Surgery went well. The patient was discharged to home on (B)(6) 2021. FDA safety report ID# (B)(4).